Manufacturer narrative:
Gtin: unknown. Following the evaluation of the device on (B)(4) 2015, it was found that there was a programming issue with the valve. No device failure was reported against this device when the complaint was initially reported. However, as we are unable to conclusively determine whether the programming issue was a result of the removal process, handling of the device at the user facility or shipping the device back, we are conservatively reporting this as a malfunction. Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 7. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve failed the test. The valve was tested for programming. The valve failed the test, the cam mechanism did not move. The valve was then pressure tested at setting 7 the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the ruby ball, and on the cam mechanism pillar. Review of the history device records was not possible as the lot number was unknown. The root cause of the problem found is due to biological debris found on the spring, on the ruby ball, and on the cam mechanism pillar. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The patient's family requested that the two certas valves be replaced with new certas plus valves. No product number or serial number were provided with the initial report. No device failure was reported. The surgeon indicated that he did not believe there to be any issue with the valves. The family requested that the explanted valves be evaluated. There was no reported patient harm or delay in surgery.